Event description:
A radial jaw was used for a diagnostic bronchoscopy. During the procedure, after one pass, the coating of pull wire came off inside of the patient's lung. The fragment was aspirated and the procedure completed.